Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2011-(B)(6), explanted: unk.

Event description:
It was reported that following a replacement surgery, the new pump was filled with 40ml of 2000mcg/ml lioresal. It was started at 300mcg/day. The patient was noted to have urinary retention and hypotonia after surgery. The patient required several days acute hospital stay and was currently at a rehabilitation hospital. The dose had been further reduced to 225mcg/day. Additional information will be provided in a follow-up report as it becomes available.

Event description:
Additional information: it was later reported that the cause of the event was unknown and that the patient was 'probably on too high dose'. A dose adjustment was done on 2011-(B)(6). Lioresal concentration was noted as 800mcg/ml at a daily dose of 50mcg. Patient was not hospitalized and the outcome was indicated as no injury.